Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an experienced elevated blood glucose (bg) levels around 600 mg/dl. To address the bg level, the customer delivered manual injections. The customer confirmed that the clinical diabetes educator (cde) would be consulted regarding diabetes management.